Event description:
The user attempted to disarm the device during deployment but was unable to.

Manufacturer narrative:
(B)(4). Pt use event investigation pending device return. Device MFR date: unk at this time.